Event description:
Additional information received notes that the right ventricular lead exhibited low defibrillation impedance.

Event description:
It was reported in clinic that the patient experienced a ventricular fibrillation event. The patient's right ventricular (rv) lead failed to deliver shock by one vector of the lead. The associated implantable cardioverter defibrillator was able to change vector and deliver shock successfully. Programming changes were made for the lead. The patient was in stable condition.